Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and determined the stabilise pump should be replaced. He replaced the pump, resolving the issue.

Event description:
The customer reported erroneous differential results were generated for a single patient sample when using the unicel dxh 800 coulter cellular analysis system. The erroneous differential results did not have an instrument generated flag for the presence of blast (immature) cells. The erroneous test results, and lack of an instrument generated flag, were compared to test results and flagging obtained when the patient's sample was retested on two additional unicel dxh 800 coulter cellular analysis systems. These retest results were determined to be correct. The erroneous differential test results were not reported out of the laboratory. The laboratory performed a manual differential and reported those results. There was no death, injury or affect to user or patient treatment.